Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 10-jun-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the "dilator came apart from the device and had to be retrieved from the patient with a hemostat." "During the procedure the initial tube [slid] within the serial dilator [and] appeared to be lost." The clinicians had an issue with the last slide of the device and pushed it in too far and had to pull it out with a hemostat. Upon retrieval they couldn't find the initial tube slide. The physician thought it might have been lost in the patient. However, the scan came back negative and the patient is fine.

Manufacturer narrative:
One sample device was received, no product packaging was received with sample. The tip of the central cannula exhibited abrasions. When viewed under magnification, the proximal end of the tip appeared jagged, and on the opposing side, the material appears to have been bent back on itself. The 20 fr hub appeared intact with no visible damage. Likewise, the 16 fr red tube appeared intact with no visible damage. The root cause of the reported issue could not be conclusively determined. All information reasonably known as of 30-jul-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.